Event description:
Livanova deutschland received a report that the essenz venous clamp was not working properly. There is no report of any patient injury.

Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the electronic venous clamp, the event occurred in canada. Through follow up communications, it was learned that the event occurred during priming and happened multiple times. Reportedly the affected device was replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.